Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 282 mg/dl and 82 mg/dl. No action taken based on results. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.